Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by disconnecting her tubing from the site, priming the line, clearing the notification, reattaching the tubing, and resuming insulin.